Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of the incident. Customer was treated with carbs. Customer was not using smart guard feature at time of event due to connection issue. The device will not be returned for analysis.